Event description:
It was reported that during an unknown procedure, the max button failed one hour into the procedure. A new device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). The device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a gen04 and it was found that the max switch assembly button was not functional. However, it worked properly with foot switch assembly and the min assembly button. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.